Event description:
It was reported that ¿when the surgeon place the aps on the vagus nerve the jugular vein bleed a little bit. The surgeon put sutures on but it started to bleed again. He took out the aps and did not put it on the other side. After the surgery the patient had a lot of bleeding and the surgeon had to reopen to bind the vein¿the voice is a ¿bit different¿.¿ it has been confirmed by talking with the surgeon, that ¿he believes that the injury come from his surgical maneuver and not our dispositive. Using our aps he has to dissect away from the thyroid site to place the aps electrode and while going there he ¿probably¿ (his words) hit the jugular vein.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis, and it is believed that it was discarded by the customer. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.